Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular lead exhibited low out of range defibrillation impedance. No resolution was taken. There were no patient consequences, and the patient will continue to be monitored.